Manufacturer narrative:
(B)(4) - valve leaks are not specifically addressed in the IFU. The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The iris valve could be opened and closed when rotating the valve control. There were two tears in the webbing of the discs. The device was leak tested using a 20cc syringe and water. The valve leaked through the iris valve with the positioner in the sheath and the iris open and closed. There was a spray leak through the iris valve without the positioner in the sheath and the iris open. The valve leaked at the valve control and valve collar without the positioner in the sheath and the iris closed. The valve was disassembled. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage (tearing/ compression set). We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk assessment per qera, risk reduction is recommended. A CAPA is currently open and addresses this failure mode.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the internal iliac artery was embolized. The procedure was consisted of placement of a mainbody and two iliac leg grafts. Blood leaked from the captor rotator and the gray cap after the physician removed the gray positioner after deployment of the iliac leg graft in the contralateral side. The physician inserted a 6 fr sheath but leakage continued. Total leakage was 500cc. All stent grafts were placed without problem and the procedure was completed. Leakage was not observed when flushing the delivery system at a prep. The pt had a favorable outcome.